Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion located in the left anterior descending coronary artery that was heavily calcified and moderately tortuous. After the xience sierra stent delivery system (sds) failed to cross the heavily calcified anatomy, when the sds was removed with resistance, the proximal shaft separated outside the patient but was easily removed. There was no reported adverse patient effect and no clinically significant delay in the procedure. Different guide wires and balloons were used to better prepare the vessel. Then, another 3.5 x 8 mm xience sierra stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily calcified and moderately tortuous anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device ultimately resulted in the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1, b2: filed incorrectly as an adverse event d10, h3: device was not available for evaluation.